Event description:
It was reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionally. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.